Event description:
This is a female who is status post-bilateral total hip replacement. The first was done on the right side in 1984. An auto-4 type cementless ceramic hip was used. She developed pain in the right groin radiating thigh, hip, and buttocks, with gradual increase in severity. She admits to this pain for one year with increased severity. She was forced to walk with a cane and walker. She could not walk without assistance due to hip pain. She sustained great disability due to inability to move about because of the painful right hipinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data. Conclusion: device failed during assembly, device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, invalid data. Invalid data - on device destroyed/disposed of status.